Manufacturer narrative:
D1 and d4 revised investigation summary low or blocked pump flow: the root cause of the low pump flow was most likely use related owing to the cannula kink based on the provided clinical details, data log analysis, and returned product investigation.

Event description:
The complainant reported additional information upon request: "the pump was sent back. The patient was a jehovaha's witness and needed blood. She was not able to. From what I know, there was no clot it was just a volume problem."

Manufacturer narrative:
B5 and d4 (UDI) updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that the impella cp was inserted by the staff however, it was not activated immediately due to ongoing resuscitation efforts, which can increase the risk of pump damage. Once initiated, the device was unable to generate flows above 0.5 l/min, raising concern for thrombus ingestion a known possibility during cardiopulmonary resuscitation (CPR). The impella was subsequently exchanged for a new cp device, which then operated normally.